Event description:
It was reported that (1) device were used during a laparoscopic cholecystectomy. It was reported by the affiliate that one of the er320 instrument jaws broke down while applying a clip during the procedure. There was no consequence to the pt.